Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8240729, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-28. Medical device lot #: 8154722, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-03. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 3 ml syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the 3 ml syringe has fuzzy and very low graduations on the syringe. It is illegible and unusable.

Manufacturer narrative:
H.6. Investigation summary: one photo of 2 loose 3ml syringe was received and evaluated. It was observed both syringe had similar skewed scales with little to no grad lines past the 11/2ml marking and a portion of the bd logo missing. Both syringes in the photo are rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch: 8154722 and 8240729 are considered in compliance with our product specification requirements. H3 other text.

Event description:
It was reported that bd luer-lok¿ 3ml syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the 3 ml syringe has fuzzy and very low graduations on the syringe. It is illegible and unusable.